Manufacturer narrative:
"Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. Device manufacture date: unknown. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 309653 and lot number 0205733. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. "

Event description:
It was reported that 3 syringe 50ml ll tip 1ml leaked and were found to be damaged during use. The following was reported by the initial reporter: "it was reported that patient received shipment with three broken and leaking syringes. ¿ verbatim: spontaneous call: patient's mother, (B)(6), said that for last shipment she received 3 bad syringes that are broken and medicine leaks out. No missed doses or adverse effects reported as a result. Unknown if she still has defective syringes on hand for return. Lot number and expiration date were reported. No further information. Reported to (B)(6) by pt/caregiver."